Event description:
It was reported that patient presented in clinic for routine follow-up. It was found that patient's right ventricular (rv) lead exhibited oversensing. No intervention was performed. The patient was stable.